Event description:
The customer reported having unexplained high blood glucose. The customer's most recent glucose reading was 586mg/dl, and she has treated with the insulin pump. Troubleshooting was performed. The time, date, and programming were correct. Ran a fixed prime test and the test passed. Advised the customer that a tubing clamp will be sent and call back to continue testing. The customer called back to perform the high pressure test and the test failed twice. Advised the customer to discontinue use of the insulin pump and revert to back up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.